Event description:
The patient said that her v-go came loose around the edges on (B)(6) 2019, and then came off completely after having worn it for about 14 to 15 hours. Patient wore it on her abdomen, took a shower and it came off not long after patient got out of the shower.